Event description:
A healthcare professional reported that following cataract surgery with intraocular lens (iol) implant procedure, patient's vision appeared whitish. The posterior vitreous detachment was observed, there was a possibility that the cause of the complaint was not the lens. This symptom was resolved with the treatment for dry eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).